Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 4 days due to high blood glucose with blood glucose levels in the range of 400 mg/dl. The current blood glucose level of the patient was 154 mg/dl. The customer experienced symptoms such as extreme abdominal pain. The patient was wearing the insulin pump within 48 hours of hospitalization. The patient was treated using insulin pump and insulin drip while hospitalized. The customer did not allege the insulin pump for under-delivering. The customer declined troubleshoot and the insulin pump will not be returned for analysis.